Event description:
This 19 year-old male pt was transferred for an appendiceal abscess. He underwent an open appendectomy, and a jackson pratt drain was placed on 4/16/99. Upon pulling out the drain on 4/21/99, resistance was met and the drain snapped, leaving a piece of the drain inside the pt. The pt was taken to the or that day for removal of the retained portion of the drain. The surgeon was unable to feel a suture holding the drain in, so it is unclear whether there was a defect in the drain or there was a suture through the drain. There was no sequellae to the pt.